Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion. It was also reported that the right atrial (ra) lead exhibited high impedance and the lead was found to have perforated the myocardium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.